Event description:
The customer's mother reported that her daughter's blood glucose reached "high" (>500 mg/dl) after wearing the pod for about two days and a half. Upon deactivation she noticed the cannula was bent or kinked. She gave her a manual injection of insulin (exact dosage was not provided) and was able to activate a new pod. The pod was then discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent or kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.